Event description:
A female pt began using product 7/96 with another co's optic contact lenses. In 11/96, the contact lenses had developed very large deposits that caused a corneal ulcer on one of the pt's eyes. Dr indicated that the event has resolved, however the pt does still have a small corneal scar. Info regarding the pt's experience, prior history, treatment and outcome is being sought.